Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump was returned with all of the keypad buttons responding appropriately. There was no physical damage on the keypad; when the keypad was removed there was no contamination found. Unrelated to the original complaint, when the pump was powered on, the display appeared to be dim and discolored. There was moisture inside the pump; a leak test was performed and failed indicating a battery compartment leak. There was a crack observed in the right corner between the display lens and pump seal as well as alongside the battery compartment. The pump was opened and there was moisture observed on the display screen, printed circuit board, force sensor and the keypad connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.